Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported problem. The fse performed a calibration along with fiber cleaning and plugging. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the master tool manipulators (mtms) had non-intuitive motion and the left mtm had significant delays. There was no error reported. The customer reseated and replaced the instruments as well as changing the scaling setting on the surgeon side console (ssc) but the issue persisted. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using the same da vinci system. The issue did not occur when the surgeon's head was inside the high-resolution stereo viewer, but it occurred when the surgeon was attempting to manipulate instruments. The issue was not related to the inability to move the instrument. The movement scaled appropriately and the instrument moved in the intended direction. The timing of the instrument was not appropriate. There was no shakiness experience and no external collision. The issue was intermittent with no injury to the patient.